Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7292445, UDI: (B)(4).

Event description:
It was reported that the trial leads were pulled out due to too much pain and headache. The trial leads were discarded, and patient was doing well postoperatively.